Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of greater than 463 (mg/dl) and ketones. Customer administered correction boluses to treat bg levels; however, bg levels remained elevated and customer was taken to the emergency room (ER) on (B)(6) 2016. While in the ER, customer was given an insulin injection and intravenous saline to treat bg levels and flush ketones. Customer was released later that day with a bg level of 270 (mg/dl) and reverted to insulin injections for diabetes management. Troubleshooting with tandem technical support on (B)(6) 2016 revealed that the time on the pump was slow by 8 minutes. Reportedly, contact stated that it was possible that the time could have been programmed off of an inaccurate clock during initial setup of the pump. Cts assisted contact with updating the time on the pump. Otherwise, system check indicated that the pump was performing as intended. Contact indicated that the customer would continue to use insulin injections for diabetes management.